Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedances above 2000 ohms. The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has not been returned.